Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that the insulin pump was not on auto mode at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experience symptoms due to high blood glucose. The customer did allege under delivery on insulin pump. The customer faced issue with absence of alarm , battery charge lasts less than expected and battery cap cracked while using the pump. No further complications were reported. The customer will continue to use the device.